Event description:
Livanova deutschland received a report that a s5 gas blender displayed values were slightly different from the set values (with fio2 of 0.6 and a set 9.0/5.0/2.0 lpm the gas blender displayed 9.1/5.1/2.1lpm). The issue was identified during maintenance and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in munich, germany. The device was returned back to the manufacturer site for repair and the reported issue could be confirmed. In detail, the deviation was only found in the middle range of fio2 from 0.5 - 0.8. The issue did not occur at other fio2 values. The mass flow meter/controller will be replaced. A loaner device has been ordered. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The root cause of the reported issue was a defective mass flow controller. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
See initial report.

Manufacturer narrative:
H.10: the mass flow controller for air, has been replaced. And the problem could be solved. Subsequent, functional verification testing was completed without further issues. And the unit was returned to service.